Event description:
Caller reported compact plus system blood glucose results of lo, which on the system indicates a result of less than 20 mg/dl, and hi, which on the system indicates a result greater than 600 mg/dl, using the last two strips of a drum. She changed the drum, had a result of 90-120 mg/dl. All results within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.